Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. A quote was issued for replacement of the display unit but was not approved by the customer.

Event description:
The hospital reported the unit indicated a system reset error. There was no report of patient involvement.